Event description:
A patient with pad underwent an sfa angioplasty +/- stent. Patient was accessed from the left and had initial fluro run done. Physician used the pigtail to go up and over the bifurcation. Once over, exchanged for another manufacturer's amplatz wire. When removing the catheter, resistance was felt at the access site. Upon pulling harder, the catheter tip separated from the shaft leaving the tip partially in the common femoral artery and partially in the subcutaneous space. A small cut down was performed in the room with the vascular fellow and the piece removed. The procedure proceed as normal with no further complications.

Manufacturer narrative:
Unknown as not provided by reporter. (B)(4). Event evaluation: still under investigation.